Event description:
Hosp ep lab personnel were performing an emergency angioplasty for a pt, condition unknown. The device was used with standard paddles and a synchronized shock of 200 joules was delivered. A short time later the pt's rhythm went into ventricular fibrillation. The reporter stated that the device failed to quickly deliver three subsequent shocks after the discharge buttons were pressed. The pt's rhythm was converted and the pt was resuscitated.